Event description:
Had a tvt- o gynecare device implanted in 2005, upon awakening in recovery had extreme pain in right groin area where device is exiting my right leg. Have been poked pronged and used as a guinea pig for 3 years now to no avail, same extreme pain. I have had 4 revisions of the device to no avail. I have been told I have permanent damage to the right leg. It hurts when I stand, sit, walk, drive, have sex, swim, use stairs. Running is completely out of the questions as to bike riding now I can't do either never again! I have been told that they believe the device was exited at the wrong angle in that leg and I have been told that the device wasn't properly researched and that it is defective. The device was supposed to be able to stretch safely and go through tendons. I have a report from a textile engineer that researched this device and says that it is defective! When stretched the device unravels at the edges causing penetration in the body whether it be organs, muscle, tendon or what ever is in the device's way. I have been told that there is a doctor in tn that can remove this out of my tendon area in my leg but the recovery time is 1 year before I can walk again. Unfortunately I didn't know that the device was defective until recently. If I had known I wouldn't have let medical center place another gynecare device inside of me, in april of this year, in which I am having pain with it as well. So, yes I have two devices in me that are defective and no insurance now to get them removed! Diagnosis or reason for use: incontinence. Physical therapy from 2005 thru 2006.